Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening a hair was discovered mixed in. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One unused device sample was received in its original sealed packaging. Per visual inspection, the returned sample has a hair inside the closed pouch. The complaint was confirmed, and no other device analysis was performed. The root cause was determined to be from manufacturing from either lack of detection by production personnel or incorrect correct use of the hair cover. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Re training to manufacturing personnel on the procedures for visual inspection and cleanliness of the work area.